Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. The probable cause was determined to be due to physical stress such as falling, impact. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: warnings and cautions. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a deep cut / lifting parts on the probe unit that reached the hard part under the pink probe coating, and the acoustic lens was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to wear of forceps elevator (fe) lever the up/down (u/d) knob cannot be locked securely, adhesive on bending section cover (a-rubber) had wear, due to wear of angle wire the bending angle in down direction did not meet the standard value, and the universal cord had buckling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.